Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. However, performance data collected from the associated device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst¿s comments noted that the automatic lead diagnostics showed the maximum ventricular lead impedance had increased from an approximate baseline of 540 ohms to greater than or equal to 1973 ohms the week ending 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with dizziness and was admitted. Interrogation of their implantable pulse generator (ipg) revealed elevated impedance with no capture at maximum output setting as well as no r-wave sensing at maximum sensitivity setting for the right ventricular (rv) pacing lead. A lead fracture was suspected. The patient's existing abdominally implanted system was inactivated after new sub-clavian device and lead system was implanted. No further patient complications have been reported as a result of this event.